Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system was positioned in the laa. The hemostasis valve on the was was properly closed; however, there was still blood flow from valve. The valve was loosened and then closed again, but the issue was not resolved. The physician used his finger to control the blood back flow. The procedure was completed with this device successfully. No patient complications were reported and the patients status is stable.